Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the device caused voice loss. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on april 25, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging voice loss related to CPAP device's sound abatement foam. There was no report of patient harm or injury. Rthe device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed unknown white, tan, and black dust like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box, also, there were tiny gray and black (inconsistent with degraded sound abatement foam) fibers/ hairs at the air inlet of the blower box, dust like contamination on top of the blower box, the blower motor, and the blower motor seal, dust like contamination in iso port (international organization for standardization), dust like contamination on the bottom of the blower motor and inside of the blower motor, slight black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found seven error codes. The manufacturer concludes that they were unable to address the symptoms specified and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device . Sections d8, d9, h2, h3, h6 has been updated in this report.